Event description:
It was reported that the patient has expired after an implant duration of approximately 0.13 months. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider via fax, a copy of the patient's discharge summary was provided. It was learned that the patient was admitted to undergo mitral valve repair, aortic valve replacement, and coronary bypass grafting x6. The patient tolerated the operation well, however, over the course of the next few days, the patient was extubated and was noted to be severely malnourished. Additionally, the patient had a significant drop in blood pressure, which necessitated being placed on pressor support. The patient could not be weaned off any pressors, and the pressors had to be increased to the point where the patient was on vasopressin, levophed, dopamine, and dobutamine. The patient also went into renal failure and had to be hemodialyzed. The family was informed that the patient's status was extremely critical with him going into basically a 3-system organ failure. The family decided to withdraw care, and the patient subsequently passed away on (B)(6) 2010. Death summary: sepsis; respiratory failure; multisystem organ failure. Multisystem organ failure.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 10/07/2010 and 10/18/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.